Event description:
The customer reported that the ventilator alarmed with o2 device failed occurrence.. The customer reported there was no patient involvement.

Manufacturer narrative:
Event date: (B)(6)2015. Receiving by MFR date: 08/10/2016. Conclusion / root cause: this oxygen solenoid valve was tested with no functional faults found. There was however dried contamination and foreign debris found inside the unit. This report is being submitted as part of the remediation for CAPA (B)(4).